Manufacturer narrative:
Section h1, h4: correction manufacturer's investigation conclusion: analysis of the submitted log files confirmed brief elevations in pump power; however, a specific cause for this finding could not be determined. A direct correlation between the log file findings, reported events (elevated ldh, patient outcome), and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain relevant data from (B)(6) 2019 at 12:35pm through (B)(6) 2019 at 09:01am. Brief elevations in power of at least 9 w were captured on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 reaching a maximum of 9.6 w on (B)(6) 2019 at 02:46pm. Overall, power ranged from 4.5-9.6 w, estimated flow ranged from 4.3-11.4 lpm, and average pi was between 1.4 and 6.5. No atypical alarms were captured and the pump speed did not drop below the low speed limit after support was initialized on the implant date ((B)(6) 2019). The center reported that the patient was status post pump exchange on (B)(6) 2019 (investigated under cs-132678, per-2019-0259209), now with elevated ldh and power spikes. No alarms were reported for this event. It was later reported that the patient¿s ldh continued to rise with elevated power. The patient was in the ICU. The patient later patient expired on (B)(6) 2019 due to cardiogenic shock. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and inr range. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase(ldh) and power spikes. The log files revealed elevated power and flows above the normal parameters. No further information provided. Additional information was provided; the patient expired due to cardiogenic shock (B)(6) 2019.